Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a procedure was performed when the incident happened. The procedure was completed by restarting the system. The philips field service engineer (fse) analyzed the system onsite and verified that the table had become free. Upon examining the log file, fse discovered that the drive system control had a communication issue at startup. The control cabinet's communication unit was replaced by an fse unit. After replacing the geo io box, the system was returned to use in good working order. The defective part was returned for analysis and investigation and no failure was found. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's c-arm could not be operated. There was no reported patient or user harm. Philips has started and investigation of this complaint.